Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient is in "miserable" and horrendous" pain and patient doesn't know what to do. The patient knows group a and b are not helping. The patient said she was on group a for a long time so patient tried group b, but that didn't help. Patient said she doesn't believe she has group c available. The patient programmer shows stimulation is on. Patient said she sees the check mark next to c. It was reviewed patient is currently on group c. Patient said she is set to 9.20 but patient isn't feeling stimulation. It was reviewed patient can consider increasing from here to see if stimulation gives patient pain relief. Patient's husband helped the patient increase but patient programmer (pp) screen showed the 'upper limit' screen and patient was not able to increase past 9.20. The patient was walked through navigating to group d. Patient switched to group d and patient was set to 10.5. Patient said stimulation takes a few seconds and patient feels stimulation a little down her leg. Patient services inquired if patient was feeling any pain relief and patient said "seems to be", as patient was walking around. The patient said the pain is still there though. No further information was reported. (B)(6) 2017 patltr (con): additional information: it was reported the circumstances that led to the patient's implant not covering their pain was a change in device programming. The patient had met with a manufacturing representative (rep) to solve the problem. The problem was not resolved and the patient will meet with the rep again. No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain information was reported that a patient's implant is not covering her pain. The patient has already tried increasing the settings, and that doesn't help, and she has already tried another group, but that didn't help. The patient was redirected to follow up with her healthcare provider (hcp) for reprogramming and to determine what's going on. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported that the patient is in "miserable" and horrendous" pain and patient doesn't know what to do. The patient knows group and b are not helping. The patient said she was on group a for a long time so patient tried group b, but that didn't help. Patient said she doesn't believe she has group c available. The patient programmer shows stimulation is on. Patient said she sees the check mark next to c. It was reviewed patient is currently on group c. Patient said she is set to 9.20 but patient isn't feeling stimulation. It was reviewed patient can consider increasing from here to see if stimulation gives patient pain relief. Patient's husband helped the patient increase but patient programmer (pp) screen showed the 'upper limit' screen and patient was not able to increase past 9.20. The patient was walked through navigating to group d. Patient switched to group d and patient was set to 10.5. Patient said stimulation takes a few seconds and patient feels stimulation a little down her leg. Patient services inquired if patient was feeling any pain relief and patient said "seems to be", as patient was walking around. The patient said the pain is still there though. No further information was reported.